Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and pacing inhibition was observed on a low voltage lead on a pacemaker dependent patient. The lead was capped and replaced. The patient was stable.